Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During the procedure, significant resistance was met when the physician tried to adjust the position of the catheter. Then, the catheter was slightly pulled out; however, the proximal part of the catheter broke into two parts. The catheter was removed without using a snare. The procedure was the completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from the strain relief to 7.5cm distally. The shaft was not completely separated as the inner liner was still connected. There was a kink noticed approximately 26.5cm from the tip. The device was loaded onto a .014 guidewire and was inserted into a 5fr micro-catheter. The device passed through the catheter with no restrictions or hesitations. The shaft was measured and met specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During the procedure, significant resistance was met when the physician tried to adjust the position of the catheter. Then, the catheter was slightly pulled out; however, the proximal part of the catheter broke into two parts. The catheter was removed without using a snare. The procedure was the completed with another of the same device. No patient complications were reported and the patient's status was stable.